Event description:
It was reported that during a generator change; the device was unable to convert an induced arrythmia during normal defibrillation threshold testing. Additionally, the device was briefly unable to be interrogated. The device was ultimately implanted without additional consequences. No adverse patient consequences were reported.